Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (500 mg/dl). The infusion set would be changed and insulin injections administered to address the high bg. The customer thought that the infusion set was the cause of the high bg as after it was changed the bg level would within the target range. However, no specific infusion set issue was provided. As the high bg events had occurred in the past, tandem technical support was unable to troubleshoot to confirm if the infusion set was the cause of the high bg.